Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the insertion tube at insertion section could not be determined. It was unknown whether any deviations from the instructions for use occurred during the reprocessing steps for the area where foreign material remained. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is unknown if any deviations are there. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the connecting tube. There were no reports of patient involvement.